Event description:
Boston scientific received information that during an implant procedure of this right ventricular (rv) lead the patient had multiple ventricular fibrillation (vf) episodes. The ventricular fibrillation was terminated with external defibrillation. Multiple attempts were made to reposition the rv lead. It was noted that the helix could not be extended despite multiple rotations. The lead was then removed and a second lead was attempted to be implanted. During the search of the coronary sinus the patient received additional ventricular fibrillation (vf) episodes and external defibrillation was unsuccessful. The patient decompensated further and required cardio-pulmonary resuscitation (CPR). After 10 minutes of CPR, the patient regained a stable rhythm. Anti-tachycardia medication was administered to the patient and the decision was made to abandon the procedure. The patient was admitted to intensive care unit for further treatment. No additional adverse patient effects reported.

Manufacturer narrative:
The implant procedure was abandoned and the attempted lead were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.